Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The lead was unable to fixate in the right atrial appendage. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.